Event description:
It was reported that during an unknown procedure, when retracting the device, it got stuck. Surgeon proceeded to force out the device. Upon inspection, both ends of the anastomosis were split open with loose unformed staples around the ring of the tissue. Delayed or time by 1-1/2 hours. Both rectal ends were purse-stringed and another like device was used to complete the procedure. There was no patient consequence.